Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The noise was observed on both the rv and shock electrogram (egm). Shock and pacing impedance trends did not show any abnormalities. A troubleshooting guide was provided to assess lead integrity and exclude any mechanical concerns. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The noise was observed on both the rv and shock electrogram (egm). Shock and pacing impedance trends did not show any abnormalities. A troubleshooting guide was provided to assess lead integrity and exclude any mechanical concerns. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.